Manufacturer narrative:
This is the second of two reports (same problem, same product ID, same reporter, same lot numbers, different hospital delivery date). Integra completed its internal investigation (B)(6) 2015. The investigation included: method: DHR. Complaint trend. Visual inspection. Results: the device history record for the unit(s) listed in this complaint under lot code: 141/113114 on 03/17/14. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. A two year look back for this reported failure and or related to "broken" for this product ID shows that(B)(4) complaints were received including this case. No new design or manufacturing trends have been identified engineering and repairs were able to confirm the customer complaint. The 6¿ transitional was broken in half as the customer stated. Conclusion: the root cause for the broken item cannot be 100% attributed at this time. There is a chance that the 6¿ transitional may have taken a blow or a hit during handling and/or use which led to its breakage.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
This is the second of two reports (same problem, same product ID, same reporter, different lot numbers). Linked to mfg report number # 3004608878-2015-00195. It was reported that this replacement device was also broken during the assembly process. There was no external impact; no dropping of the device occurred. There was no pt contact and no pt injury. The device was delivered to the hospital on 02/19/2015. Additional info has been requested.